Event description:
The patient reported that the up arrow button no longer activates desired pump functions when pressed. The patient does not clean the pump however he tried to peel back the keypad to manipulate the up arrow button to see whether he can get the button to function. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad cover was noted to be torn over the down arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast and ok buttons had intermittent response. The down arrow button was unresponsive. The up arrow button was normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the down arrow button contact was noted to be missing.